Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damaged found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to poor hearing performance most likely due to a post-operative migration of the active electrode out of cochlea. This is a final report.

Event description:
Reportedly, the user wanted the implant removed because of poor performance. The user has been explanted and was not re-implanted with another device.

Event description:
Reportedly, the user wanted the implant removed because of poor performance. The user has been explanted and was not re-implanted with another device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.